Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the e-ring was missing, the screws were worn and the motor was corroded and the speed was unstable. The e-ring, screws, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: belgium.

Event description:
It was reported that the device was sent in for maintenance but a repair was needed. During product evaluation, it was found that the speed was unstable. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.